Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the recline is missing bolts just at the top of the canes.